Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a low blood glucose level of 40 mg/dl. The customer also mentioned having blood glucose levels of 85 mg/dl and 122 mg/dl during the incident. The customer also reported that they were having sensor issues. The insulin pump will not be returned for analysis.